Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheters 6 (cat6) and non-penumbra sheath. During the procedure, the physician made a pass using the cat6 and sheath. While advancing the cat6 for another pass, the distal tip of the cat6 became kinked and ovalized; therefore, it was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.